Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent revision breast augmentation with a 425cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively; diagnosed after physical exam. As a result, the device will be explanted on (B)(6) 2022.

Manufacturer narrative:
On may 23, 2022, mentor became aware that the date of surgery is june 9, 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 1, 2022, mentor became aware that the surgery has been cancelled. Patient does not wish to move forward with her revision procedure at this time. Hence, following fields have been updated on this form: is required intervention has been de-selected under section b; field b2. Explantation date has been removed from fields d6b. Field h6 health effect - impact code has been updated to ¿recognized device or procedural complication¿. Field h6 type of investigation has been updated to "device not accessible for testing". Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 25, 2022, mentor became aware that the date of explant is (B)(6) 2022. Manufacturer¿s reference number: (B)(4).